Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain(pelvic area pain)/ chronic pelvic pain") and back pain ("severe back pain") in a 25-year-old female patient who had essure (batch no. A47945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 24 days after insertion of essure, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("paratubal cyst"). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagia (periods every 2 weeks, very heavy)"), menorrhagia ("abnormal menstrual bleeding/prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia"), dysmenorrhoea ("severe menstrual pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total laparoscopic hysterectomy salpingectomy (per pfs)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, menometrorrhagia, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, allergy to metals, alopecia and vaginal discharge had resolved and the adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: however, removing of the essure coils also required removal of uterus. Diagnostic results: five trialing coils within the right uterine cavity and five trialing coils within the left. On (B)(6) 2013, hysterosalpingogram test confirmed that her essure coils were observed to be in the proper location and her fallopian tubes were bilaterally occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jul-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain(pelvic area pain)/ chronic pelvic pain") and back pain ("severe back pain") in a 25-year-old female patient who had essure (batch no. A47945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 24 days after insertion of essure, the patient experienced alopecia ("hair loss"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("paratubal cyst."). On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagia (periods every 2 weeks, very heavy)"), menorrhagia ("abnormal menstrual bleeding/prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia"), dysmenorrhoea ("severe menstrual pain") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total laparoscopic hysterectomy salpingectomy (per pfs)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, menometrorrhagia, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, allergy to metals, alopecia and vaginal discharge had resolved and the adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: however, removing of the essure coils also required removal of uterus. Diagnostic results: five trailing coils within the right uterine cavity and five trailing coils within the left. On (B)(6) 2013, hysterosalpingogram test confirmed that her essure coils were observed to be in the proper location and her fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, lot number added, event added as follows- pelvic pain, abdominal pain, vaginal haemorrhage, paratubal cyst and concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain(pelvic area pain)/ chronic pelvic pain') in a 25-year-old female patient who had essure (batch no. A47945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced alopecia ("hair loss"), 24 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("paratubal cyst"). On an unknown date, the patient experienced back pain ("severe back pain"), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagia (periods every 2 weeks, very heavy)"), menorrhagia ("abnormal menstrual bleeding/prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia"), dysmenorrhoea ("severe menstrual pain"), allergy to metals ("nickel allergy") and abdominal distension ("bloating"). The patient was treated with surgery (total laparoscopic hysterectomy salpingectomy (per pfs)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, menometrorrhagia, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, allergy to metals, alopecia and vaginal discharge had resolved and the adnexa uteri cyst and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: however, removing of the essure coils also required removal of uterus. Diagnostic results: five trialing coils within the right uterine cavity and five trialing coils within the left. On (B)(6) 2013, hysterosalpingogram test confirmed that her essure coils were observed to be in the proper location and her fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one was reported via social media: bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: social media received- new event bloating was added. Reporter information was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain(pelvic area pain)/ chronic pelvic pain') in a 25-year-old female patient who had essure (batch no. A47945) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced alopecia ("hair loss"), 24 days after insertion of essure. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced vaginal discharge ("irregular vaginal discharge"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2017, the patient experienced adnexa uteri cyst ("paratubal cyst"). On an unknown date, the patient experienced back pain ("severe back pain"), abdominal pain ("abdominal pain"), menometrorrhagia ("menometrorrhagia (periods every 2 weeks, very heavy)"), menorrhagia ("abnormal menstrual bleeding/prolonged menses / abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse / dyspareunia"), dysmenorrhoea ("severe menstrual pain"), allergy to metals ("nickel allergy") and abdominal distension ("bloating"). The patient was treated with surgery (total laparoscopic hysterectomy salpingectomy (per pfs)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, back pain, abdominal pain, menometrorrhagia, menorrhagia, vaginal haemorrhage, dyspareunia, dysmenorrhoea, allergy to metals, alopecia and vaginal discharge had resolved and the adnexa uteri cyst and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menometrorrhagia, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: however, removing of the essure coils also required removal of uterus. Diagnostic results: five trialing coils within the right uterine cavity and five trialing coils within the left. On (B)(6) 2013, hysterosalpingogram test confirmed that her essure coils were observed to be in the proper location and her fallopian tubes were bilaterally occluded. Concerning the injuries reported in this case, the following one was reported via social media: bloating. Lot number: a47945, manufacturing date: 2012-09, expiration date: 2015-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("severe back pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal menstrual bleeding/prolonged menses"), dyspareunia ("painful intercourse"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (partial hysterectomy with bilateral salpingectomy successfully removed). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, menorrhagia, dyspareunia, allergy to metals, alopecia, vaginal discharge and dysmenorrhoea had resolved. The reporter considered allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal discharge to be related to essure. The reporter commented: however, removing of the essure coils also required removal of uterus. Diagnostic results: five trialing coils within the right uterine cavity and five trailing coils within the left. On (B)(6) 2013, hysterosalpingogram test confirmed that her essure coils were observed to be in the proper location and her fallopian tubes were bilaterally occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.